Manufacturer narrative:
(B)(4). Initial MDR report. Source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products: catalog number:ep-200144 lot number:926670 brand name: act artic e1 hip brg. Catalog number:650-1064 lot number:2997131 brand name: cer option type 1 tpr. Catalog number:51-102070 lot number:6663490 brand name: tprlc xr fp type1 pps. Catalog number:110010262 lot number:110010262 brand name: g7 osseoti multihole 48mm. Catalog number: 110024461 lot number:814540 brand name: g7 dual mobility liner. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to dislocation approximately 1 year post implantation. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information at time of this report.

Manufacturer narrative:
The likely condition of the device when it left zimmer biomet is conforming to specification. The reported event has not been confirmed as relevant photographs have not been provided and product has not been returned for evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. The root cause of the reported event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that there are metal transfer marks on one side of the ceramic head. Apart from this there are no further indications of damage. The diameter of the head was measured against drawing and proved to be within specification. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.